Event description:
The hcp reported that during a drug refill appointment a drug concentration change was made from 40 mg/ml to 80 mg/ml delivered at a rate of 14.4 mg/day (the drug is unknown). The hcp did not perform a bridge bolus and contacted the manufacturer after updating the physician programmer. A manufacturer representative helped update the patient's old drug concentration settings so an appropriate bridge bolus could be programmed. The hcp reported "no adverse patient event."